Event description:
Healthcare professional additionally reported "particles in valve." The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side "capsular contracture, baker grade iii" and a "implant removal from textured to smooth due to the concerns of the product". The device remains implanted.

Manufacturer narrative:
Laboratory analysis summary the device related to the reported events capsular contracture and anxiety ¿ product/procedure was received on oct 03, 2024 with lot number mcghan300cc. Based on the product analysis performed, the assessments of the complaints are: ¿ anxiety ¿ product/procedure: unable to observe as it is not related to the device. ¿ capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure broken on plug strap creases, particles and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side "capsular contracture, baker grade iii" and a "implant removal from textured to smooth due to the concerns of the product". Healthcare professional additionally reported "particles in valve." The device has been explanted and replaced.